Event description:
The customer received multiple incomplete bolus alerts for boluses that were reportedly not inputted into the pump. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.